Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During installation of the device, the user observed that the system did not operate on backup battery power as expected. There was no adverse consequence to a patient as a result of this event.